Event description:
Acclarent was notified on (B)(4) 2013 of an event during a sinus surgical case when acclarent balloon dilation technology were used. The patient underwent balloon sinuplasy and there was some difficulty accessing left maxillary sinus. The left uncinate process was in close proximity to the ethmoid bulla and the surgeon lifted it with a curved suction. After that, he was able to find the maxillary sinus ostia and dilate it with an acclarent spin balloon. In the recovery area, the patient blew her nose and developed significant eye lid crepitus and some change in vision. The surgeon sent the patient too an ophthalmologist who noted a change in visual acuity in the left eye. The surgeon obtained a CT scan that showed pre and post septal air within the left orbit. He admitted the patient to the hospital for overnight observation and administered intravenous steroids. By morning much of the eye crepitus had resolved and the vision returned to normal. The patient has returned several days later for follow up and has had no further sequelae.

Manufacturer narrative:
Acclarent followed up on this report to gather additional information. The surgeon indicated that the acclarent sinus devices functioned without problem. The surgeon believed that a breech in the lamina papyracea occurred when he used the rigid suction to displace the uncinate process. When the patient blew her nose, air traveled into the orbit. Based on the information provided, vp of medical affairs concluded that the acclarent balloon sinuplasty devices were likely not related to the orbital crepitus. The subject device of this report was not returned for evaluation, and it's whereabouts are unknown. Acclarent will continue to monitor this phenomenon for trending purposes. This report is being submitted in an abundance of caution.